Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was in the 1st diagonal branch of the mid left anterior descending artery (lad), which was mildly tortuous and mildly calcified. After pre-dilatation was done with a non abbott balloon catheter, a xience v 2.75 x 15 mm was deployed in the lesion. The stent was post dilated with a voyager nc 3.0 x 12 mm at 16 atmospheres (atm) initially and the balloon ruptured during the second inflation at 18 atm (rbp). The procedure was completed with a non abbott balloon which was inflated to 20 atm. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.